Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring a pericardiocentesis. The patient became hypotensive and a tte showed blood around the right ventricle. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown.